Event description:
Customer reported that instrument erroneously displayed pt a's last name and pt ID when they scanned a barcode of pt b. Customer indicated that pt sample was only being run to identify critical results. Customer also indicated that they noticed the problem and properly edited the results. There was no report of injury due to this event.

Manufacturer narrative:
Based on review of log files, software department indicated that they were unable to view pt demographic data in logs but were able to determine that "save demographics" was turned on. The customer was informed that the erroneous pt ID displayed on the instrument was likely due to the "patient list" button being selected on the instrument. Customer has been instructed to disable this setting. Customer disabled the setting. Instrument is performing as intended.